Manufacturer narrative:
RMA issued. The device has not been returned for eval at the time of this report. While there was no pt present, this issue is being reported because a random freeze that happens during navigation could cause injury to a pt.

Event description:
A medtronic rep reported a stealthstation s7 system that randomly freezes. It may need to be rebooted several times to make it work again. No pt present.